Event description:
The manufacturer received information alleging a ventilator had low inspiratory pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's flow sensor assembly was replaced due to contamination. The device was contaminated with dust and tobacco residue.